Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.

Event description:
It was reported that the patient underwent a procedure to receive an upgrade to a cardiac resynchronization therapy pacemaker (crtp) on (B)(6) 2024. On (B)(6) 2024, the patient went into ventricular (vf) and passed away. It was reported the patient was at home during the death and high ventricular rate episodes were seen on electrocardiogram (egm) as the device was appropriately sensing vf. There was no complaint of malfunction by the physician. The system was removed following the death and the patient's wife requested the system be analyzed as they believed the death was device related.